Event description:
It was reported interventional surgery was performed, and a PICC catheter was replaced on (B)(6) 2021, and the catheter was maintained on time. On (B)(6) 2022, when the catheter was maintained, it was found that the catheter was broken 1cm below the skin of the puncture site, and the fracture surface of the catheter was smooth; interventional surgery removes the catheter from the body, and the catheter is located at the pulmonary artery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.